Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37651, product type: recharger.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had difficulty charging the implantable neurostimulator (ins) after a recent ins replacement procedure. The patient's primary cell battery was replaced with a rechargeable battery. The patient was not able to get any coupling bars on the recharger when trying to charge the ins. The recharger was fully charged and the ins was currently at 75 percent charged. The cause of the difficulty recharging was a possible ins flip, the ins being implanted too deep, or post operation swelling. The patient tried moving the recharging head around a few times, but they did not want to keep doing that due to being post operation and not wanting to irritate the wound or cause discomfort. The hcp was going to monitor the issue and arrange further troubleshooting if needed. It was unknown if the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.